Event description:
It was reported that that the medfusion pump presented with a sudden biomed error. There were no previous alarms indicating a low battery or any other pump issue. The pump produced this alarm during an infusion (breast milk) before shutting off. A substitute pump was used to finish the infusion. The pump malfunction did not cause or contribute to any adverse patient health effects. The patient was described as stable.